Event description:
It was reported that a spectrum iq infusion pump had an issue of 2nd button top row defective. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'second blue key from the left on first row inoperative / worn out' was reproduced. Evaluation found second blue key from the left on first row inoperative / worn out. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.